Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use mechanical lithotriptor v exhibited a cracked tip of the guidewire when inserting it into the endoscope. The issue occurred during an unknown diagnostic procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 months since the subject device was manufactured. Based on the results of the investigation, the event could not be confirmed, and the root cause could not be identified. The following is included in the instructions for use (IFU): the instruction manual contains a warning to the user regarding this event. <contents of description> (drawing number:gk5911, revision number : 23) ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.